Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, faulty switch regulator, charred fuse component on the ac inlet of the power supply, front panel mouth chip, top cover rust, and worn-out socket were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii xenon light source air is not working during a diagnostic procedure. During a standard service inspection of the customer returned device, faulty switch regulator and a charred fuse component on the ac inlet of the power supply were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The manufacturer narrative below is a correction of the narrative that was listed on the previous follow-up report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the charred fuse component on the ac inlet of the power supply could not be identified. However, it¿s likely the cause is related to a temporary overcurrent or a defective fuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the charred fuse component on the ac inlet of the power supply could not be identified. However, it¿s likely the cause is related to a temporary overcurrent or a defective fuse. Olympus will continue to monitor field performance for this device.